Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for bleeding during an endoscopy procedure performed on (B)(6) 2025. During the procedure, the clip did not deploy. The procedure was completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.